Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint could not be confirmed. There was no blockage found during the investigation process. It was, however, noted that biological debris was found throughout the device. This also prevented the device from passing the programming test. It might be possible that the blockage reported by the customer may have been flushed out during the irrigation process. This however, could not be confirmed. A review of the device history records confirmed that this device confirmed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that following the surgery, it was found that fluid did not flow through the device due to valve blockage. As a result the device was revised.